Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that a drawer failure had occurred at the station. A field service engineer attempted to address the issue on hta, where multiple pockets had failed. The engineer reconnected the roll board connectors, which resulted in a database error. Subsequently, the hard disk drive was replaced, and the station was reconfigured to resolve the issue. This work was recorded from case 06008992. Additionally, preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis medstation system 5s auxiliary full-height drawer 7 failed, which hindered users from accessing medication for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.